Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia requiring hospitalization. The user received medical treatment and was discharged. The user recovered and discontinued use of the ilet.

Manufacturer narrative:
The user experienced hypoglycemia requiring hospitalization while using the ilet. This situation can result in acute metabolic disturbance requiring medical intervention. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date and showed that the ilet appropriately reduced and stopped insulin delivery as glucose levels fell below range. It was reported that the user has underlying neurological limitations affecting awareness of alarms, which may have impacted timely response to hypoglycemia. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.